Event description:
Surgeon performing 2 level, c5 to c7, trinica cervical fixation system. Opon removal of the trinica swivel ato drill guide the aligment stand broke off of the instrument, within the surgical field. The attending sales rep stated that the surgeon had very clear vision of the broken piece in the hex pocker of the locking cap on the plate. The surgeon then used suction to remove the piece from the field. After suctioning, the broken piece was no longer visible within the hex pocket of the locking cap. Review of the suction device could not confirm the removal of the broken piece. The surgeon then proceeded to wash the wound several times, and used suction, in attempts to retrieve the broker piece in case it had migrated from its original location. A second review of the suction device again could not confirm the removal of the broken piece. Post op x-rays taken did not reveal any foreign material. The broken piece is very small, approximately .097 x .084", and could have been overlooked during inspection of the suction instrument (s). As of the date of this report the patient has not reported any problems and is doing well.